Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was difficult to operate. The following information was provided by the initial reporter: after a pen needle was attached to the pen, the user could not turn the unit dial, and the drug solution eventually did not come out.

Manufacturer narrative:
Two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was difficult to operate. The following information was provided by the initial reporter: after a pen needle was attached to the pen, the user could not turn the unit dial, and the drug solution eventually did not come out.